Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer uses cold insulin and does not perform the air removal step during the load sequence.